Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a slow leak noted between the tubing and the texium connector of a secondary set during an unspecified chemo infusion. Although requested, additional information has not been provided; there was no patient harm.